Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive with ID now covid-19. The patient was positive for ID now covid-19. Due to covid protocol the patient was treated in the covid isolation room while waiting confirmation from pcr test. While being treated in the isolation room, the patients did not get any medication because she was asymptomatic. Then the following day pcr test result were negative. Pcr test was performed twice. After that patient was transferred to the general ward.